Event description:
Procedure performed: ni. Event description: translation: I hereby confirm that today, (B)(6), I am reporting a new adverse event which occurred during the use of the clips-5mm applicator - epix universal reference ca500: lot number 1490284. Expiry date 2026-04-30. Description of the alert : reporting party: ide. Date of incident: (B)(6) 2023. Description of events: a single clip delivered and then the clamp jammed, making it impossible to position other clips immediate action taken: change of clip. The offending medical device is at your disposal; I confirm that there was no complication on the patient's side. Information received from applied medical representative via email 3jan24: the trigger could be moved as normal. A clip sat properly into the jaws. A clip did not seat into the jaws every time the trigger was pulled, the clip jumped into the jaws after 3 or 4 pulls of the trigger. Patient status: no complication on the patient's side. Intervention: change of clip.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: ni. Event description: translation: I hereby confirm that today, (B)(6), I am reporting a new adverse event which occurred during the use of the clips-5mm applicator: epix universal reference ca500: lot number 1490284. Expiry date 2026-04-30. Description of the alert : reporting party: ide. Date of incident: (B)(6) 2023. Description of events: a single clip delivered and then the clamp jammed, making it impossible to position other clips. Immediate action taken: change of clip. The offending medical device is at your disposal; I confirm that there was no complication on the patient's side. Information received from applied medical representative via email 03 jan 2024: the trigger could be moved as normal. A clip sat properly into the jaws. A clip did not seat into the jaws every time the trigger was pulled, the clip jumped into the jaws after 3 or 4 pulls of the trigger. Patient status: no complication on the patient's side. Intervention: change of clip.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided upon completion of the investigation.